Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin exit the cartridge tubing during the fill tubing step. Customer's blood glucose was in the 300's mg/dl. Reportedly, customer used cartridge for 5 days and tandem technical support educated customer on cartridge/insulin labeling. A new cartridge was loaded to address the event and insulin delivery was resumed.